Event description:
Baxter china reported 2 incidents of "clamp malfunction after a few days of use" with the transfer set. These were noted during use with no pt injury or medical intervention required according to the complaint coordinator.